Manufacturer narrative:
Investigation results: dentsply sirona maillefer. Charger incorrect. Battery defect cable and micromotor to be replaced. Failure mode - doesn't rotate / not running. Root cause - miscellaneous electronic problem (ready for download, does not turn on, etc.) No contact or bad contact in the cable (wear or shock) / sheath of a damaged cable (wear or shock) various mechanical problem. Conclusion code - indeterminable.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a waveone endo motor locks up during processing and stops working. The outcome of this event is unknown as of this MDR. Further information requested.